Manufacturer narrative:
H6 - health effect clinical code: 4581 - unexpected outcome. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -10.50/3.5/092 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os). The surgeon reports there was an unexpected outcome. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -10.50/3.5/092 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os). Reportedly, "the lens power was calculated with an incorrect axis." On (B)(6) 2023 the lens was exchanged for the same size lens but different axis/power. The problem was resolved. Claim #: (B)(4).